Manufacturer narrative:
Batch review performed on 06 july 2020: lot 1904343: (B)(4) items manufactured and released on 28-ago-2019. Expiration date: 2024-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: liner: mpact 01.32.3648hct flat pe hc liner ø36/f lot. 1903450 (k103721). Batch review performed on 06 july 2020: lot 1903450: (B)(4) items manufactured and released on 27-may-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 1907360 (k112115). Batch review performed on 06 july 2020: lot 1907360: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: sms solid 01.36.047 sms solid stem std #7 lot. 1908704 (k181693). Batch review performed on 03 july 2020: lot 1908704: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised all implants. The surgery was completed successfully.